Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter directly to request patient information, patient treatment settings and photographs of the adverse sequela. Lumenis received all six (6) incident forms, however only one photograph. The user facility declined service for the subject device therefore, no examination of the performance specifications of the device occurred. A review of subject device service records found the subject device's warranty expired 02/17/2012. The user facility does not maintain a current service contract for the subject device. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. An evaluation of the reported event details by a lumenis clinical director concluded the treatment parameters selected were aggressive per device labeling and common medical practice for treatment.

Event description:
A user facility reported that six (6) patient's sustained hypertrophic scarring following treatment with an ultrapulse laser using a resurfx handpiece. It was further reported that the five (5) patients were prescribed kenalog to mitigate the scarring.